Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer. The avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned avl video baton 3-4 and confirmed the reported "intermittent image" issue. The technical service representative reported that the video baton ceased to be recognized when the flexible tube was manipulated. The camera image quality test was performed and failed. The technical service representative noted a cracked lens and visible fluid ingress damage to the avl video baton 3-4. Since the customer was already provided a glidescope avl video baton 3-4 replacement, the returned avl video baton 3-4 was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would go in and out if the cable was moved. A delay in the procedure of approximately one (1) minute occurred as another unidentified verathon device was obtained. No harm to the patient or user was reported.